Manufacturer narrative:
A trumpf medical service technician inspected the device and found a gap at the junction of the monitor bracket and spring arm. The root cause was due to normal wear. The monitor bracket was replaced. The product's instructions for use requires a regular maintenance check to inspect the support arms for wear. There is no evidence that the maintenance was scheduled with trumpf medical or performed by the account.

Event description:
The monitor bracket on a trumpf medical surgical light began to separate from the spring arm. No patient or caregiver injury was reported.